Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. The shipping mandrel and balloon protector were in place on the device upon device return. The protector was removed; however, the mandrel was stuck in place. The device was then soaked for a period of time to loosen the contrast and remove the shipping mandrel. After soaking, the shipping mandrel was unable to be removed. The guidewire lumen was buckled within the device 37mm from the tip for a length of 8mm. There was also buckling on both sides of the proximal markerband within a length of 1mm on each side. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure. The device inflated and deflated with no issue. Inspection and functional testing of the device presented no damage or irregularities to the balloon. Product analysis could not confirm reported events as the device inflated to rated burst pressure and deflated with no issue. The reported no cross in the lesion could not be confirmed as the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation, a 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and the balloon burst. The procedure was completed with a different device. There were no complications reported and the patient is stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation, a 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and the balloon burst. The procedure was completed with a different device. There were no complications reported and the patient is stable.